Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the guidewire became stuck in the left ventricular (lv) lead and broke off. The guidewire is still in the coronary vein. An extraction was planned. No patient complications have been reported as a result of this event.